Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The service center has tested the device and didn¿t find any failure with the device, but upon further testing the service center was able to duplicate an interference on the monitor when a cable of another device was placed too close to the monitor. Therefore, the complaint is confirmed. The service center did not find anything wrong with the complaint device, they identified a possible set up issue, the cable being placed too close to the monitor which caused electrical interference. This is the probable root cause for why the customer experienced the reported electrical interference. A review of the device history record indicated that this lot of product was processed without incident therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliates that there was no adverse consequence to the patient. The vapr vue generator has a display malfunction.